Event description:
It was reported the epg (external pulse generator) is missing hardware on the lower case, and the case needs to be replaced. The epg was returned for repair and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case and lower case were broken, the side bails and ring were also missing. It was also noted that the side bail covers, ring cover and battery drawer were broken, the heart block was contaminated, the keyboard was scratched and the battery contacts were compressed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case and lower case were broken, the side bails and ring were also missing. It was also noted that the side bail covers, ring cover and battery drawer were broken, the heart block was contaminated, the keyboard was scratched and the battery contacts were compressed.